Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had recently been experiencing issues with these foley catheters from the same batch. That the foley catheter balloons did not inflate when inserted. On closer inspection when the catheter was removed no balloon inflates either with water or air. They had saved the two faulty catheters, and they have not experienced any further issues when using items from this batch. Per follow up information received via ibc on 08apr2025, stated that customer was saying 2x faulty catheters saved as sample.

Event description:
It was reported that they had recently been experiencing issues with these foley catheters from the same batch. That the foley catheter balloons did not inflate when inserted. On closer inspection when the catheter was removed no balloon inflates either with water or air. They had saved the two faulty catheters, and they have not experienced any further issues when using items from this batch. Per follow up information received via ibc on 08apr2025, stated that customer was saying 2x faulty catheters saved as sample.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted two opened (with original packaging), used silicone foley. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation solution filled into drainage lumen causing lumen to lumen leakage. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d.e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.